Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4) - lens (iol), torn, split, cracked. Results: visual inspection of the returned lens showed the lens was received in three pieces and part of the optic and both haptics was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the surgery tech was having difficulty loading the aq2010v three piece silicone lens and as a result, the lens tore as the surgeon attempted to insert it. There was patient contact but the lens was not inserted. The reporter stated the incident was the result of a tech error and not related to any of staar's products.